Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown alps fibula comp lock plate, unknown. Unknown, unknown alps screw, unknown. Unknown, unknown alps screw, unknown. Unknown, unknown alps screw, unknown. Unknown, unknown alps screw, unknown. Unknown, unknown alps screw, unknown. Unknown, unknown alps screw, unknown. Unknown, unknown alps screw, unknown. Unknown, unknown alps screw, unknown. Unknown, unknown alps screw, unknown. Unknown, unknown alps screw, unknown. Unknown, unknown alps screw, unknown. Unknown, unknown alps screw, unknown. Unknown, unknown alps screw, unknown. Unknown, unknown alps washer, unknown. Unknown, unknown alps washer, unknown. Report source, foreign ¿ events occurred in (B)(4). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10657, 10659, 10660, 10661, 10662, 10663, 10664, 10665, 10666, 10667, 10668, 10669, 10670, 10671, 10672, 10673. Surgeon didn't approve for return.

Event description:
It was reported that a patient underwent a fibular trauma plate procedure. Subsequently, the patient was revised due to unknown reasons. All components were removed. Attempts have been made and additional information on the reported event is unavailable.